Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as air in line messages, however the error was not reproduced during testing. The device was found in specification in relation to the customer reported issue. The device was inspected and no potential cause of the issue was identified. The ultrasonic sensor and force sensor were checked and in specification. No cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have a delayed keypad response. The cause was identified to be the processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.